Manufacturer narrative:
Issue resolution confirmed at time of call. Suspect probable cause to be the power connection being utilized at that time. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, there was an allegation of intermittent connection with the axiem box and emitter. The medtronic representative, checking on the emitter detail, noted the fluctuating connection between green and red status. The surgeon opted to abandon the use of the navigation system to continue the procedure to completion. In trouble-shooting, checked the usb connection and noted the axiem box displayed fault with amber light flushing. Changing power source from power tower to wall connector resolved the issue. Delay in therapy was less than one hour. There was no impact on patient outcome.